Event description:
It was reported that the patient presented in clinic for a follow-up, multiple instances of ventricular noise were observed. The device recorded non sustained lead noise episodes of possible true lead noise. The noise was not reproduced with manipulations. Programming changes were recommended. The lead will be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes pace/sense portion of the lead was capped and replaced. Defib portion of the lead remains active.